Event description:
The customer reported there was a black stain on the pad. The pad was not used. No pt injury occurred. Initial evaluation of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.